Manufacturer narrative:
(B)(4). Physio-control isolated the cause of the malfunction to be the analog pcb assembly. The r170 resistor was burned and the u22 chip non-functional. However, further component cause of the failure from the pcb was not determined. A replacement device was provided to the customer.

Event description:
During a normal testing/inspection, it was reported that the device illuminated the service wrench. Physio-control evaluated the device and found that it was unable to provide defibrillation therapy; it failed to analyze an ECG rhythm, charge and deliver energy. There was no pt use associated with the event.